Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer experienced hyperglycemia. The customer blood glucose level was 550 mg/dl at the time of incident. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer was treated with injection for high blood glucose. Customer stated after taking insulin injection blood glucose level was 468 mg/dl. Customer experienced symptoms such as nausea and dizziness. Customer reported they did not contact their health care professional regarding the high blood glucose. Customer was neither in emergency room, nor admitted into hospital. Customer stated insulin pump had insulin flow blocked alarm. Customer reported that the insulin pump was not on auto mode at the time of incident. Customer did not allege the insulin pump for under delivery. Customer performed displacement test and it was passed. The device will not be returned for analysis.